Manufacturer narrative:
There was resistance when the coil deltaplush cerecyte microcoil 4 mm x 8 cm (cpl10040830/ g11762) was inserted into the sl-10 microcatheter (details unknown). The coil was removed safely. It was noted during analysis that the coil was returned severely damaged. The coil was returned severely damaged. The evidence as received suggests that distal interference inside the microcatheter caused the coil¿s resistance during introduction. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
There was resistance when the coil deltaplush cerecyte microcoil 4 mm x 8 cm (cpl10040830/ g11762) was inserted into the sl-10 microcatheter (details unknown). The coil was removed safely. It was noted during analysis that the coil was returned severely damaged.